Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with considerable tortuosity of the abdominal aorta extending from the thoracic aorta, mild-moderate paravalvular leak (pvl) was reported. It was noted the physician considered whether to insert a 65cm non-medtronic (dryseal) sheath or to switch a buddy wire and left ventricle (lv) wire to a non-medtronic (lunderquist) wire. After consultation with the physician, a decision was made to use a 65cm non-medtronic (dryseal) sheath and a non-medtronic (safari) wire. However, it was reported that when the tortuous portion would not extend, a buddy wire would then be inserted. During the implant, vascular access was gained via left transfemoral puncture. The minimum diameter of the access vessel was noted to be 6.9 x 7.6. It was noted for the left ventricle (lv) wire, a non-medtronic (safari) wire was inserted. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic (nucleus) balloon. Following the bav, when the valve was inserted into an 18fr non-medtronic (dryseal) sheath, it was discovered that the hat marker was facing backwards in the descending aorta region, the delivery catheter system (dcs) was pulled back and the direction was changed. Subsequently, the dcs passed through the aortic arch and was changed near the ascending aorta via cusp-overlap technique view. The deployment was started at a slightly higher level, on the non-coronary cusp subsided at about 3mm, and about 5mm on the left coronary cusp which was checked via the left anterior oblique view. The valve was finally deployed after waiting for an unspecified period of time. During final deployment, no misalignment was observed. Due to a pre-implant mild-moderate pvl, a decision was made that post-implant bav would not be performed. Per the physician, dissection was observed from the descending aorta to the aortic arch via echocardiogram. The physician noted that a sharp curve in the aortic arch may have contributed to the dissection. Angiogram was performed. No findings of dissection were observed via contrast study; however, firmly dissociated in the echography was observed. A decision was made to close the access vessel and computed tomography (CT) scan was performed. When the patient left the hybrid procedure room, the physician noted that it was a type b dissection. Per the physician, the cause of the dissection was the advancement of the delivery catheter system (dcs). The dissection occurred during advancement. The physician made a decision to perform a CT scan and wait and see whether to perform additional treatment. The patient's blood pressure was controlled by patient monitoring as conservative treatment. No adverse patient effects were reported. Additional information was received that following the valve implant, the patient's state of consciousness was unstable after extubation and paralysis in the left upper and lower extremities became apparent. Magnetic resonance imaging (MRI) showed acute cerebral infarction in the center of both sides and right half oval centers. The patient's hypokinetic function improved through rehabilitation but decrease in activities of daily life became more apparent and the patient was transferred to a rehabilitation hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(6), ubd: 13-oct-2024, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.